Manufacturer narrative:
Evaluation summary: this is an event in which a foreign object such as a brush clogs the pipe. The cause was that the user inhaled the gum that was in the patient's body during the procedure and it was clogged. The user is aware of the clog and does not use it for the next user. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting: (B)(4).

Event description:
Pentax medical was made aware of an event that occurred in the (B)(6) in the operating room during use. The user facility reported that "primary channel blocked-gum stuck in the channel, the patient had gum inside of them and the doctor sucked it up into the scope. It is inside of the scope as well as all over the outside" involving the pentax product model eg29-i10: sn (B)(4), did not contribute to or cause a serious injury or death of a patient or user. No serious injury or death of a patient or user, or delay in the procedure that would require medical intervention was reported. However, since the debris remains on/in a scope after reprocessing there is a risk for cross contamination between patients, this information reasonably suggests that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event. Therefore, this event is FDA reportable. Pentax customer service issued RMA#(B)(4) for the device to be returned for additional evaluation/repair and also performed gfe for this incident. The user stated the gum got stuck during the procedure, a forceps was used during the procedure and additional anesthesia. There was no adverse event to the patient or user. On 15oct2020, the device was received pentax service facility and inspected on 20oct2020. Pentax service technician confirmed the user narrative along with additional findings. Findings is as follows: inspection findings: operation channel- primary slice by accessory. Passed dry leak test. Passed wet leak test. Customer complaint not duplicated. Distal body chip at channel opening at thinnest part. Fluid invasion not observed in control body. Fluid invasion not observed in pve connector. Sticky residue inside primary operation channel. Staycoil short. The scope was repaired where the operation channel was replaced along with miscellaneous parts and returned to the user on 13nov2020 on delivery (B)(4). Parts replaced: o-rings and seals. Operation channel. Bending rubber. O-ring (1.8x19.8). Angle wire. On 5dec2021, a device history record (DHR) review for model eg29-i10, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 10-feb-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. On 04mar2021, a review of the service history was performed, and it was confirmed that the device some serviced at a pentax service facility since date installed of 27feb2015.